Event description:
It was reported that a patient specific reconstruction plate was scheduled to be removed due to breakage on (B)(6) 2014, it is unknown if this occurred. The patient was originally implanted on (B)(6) 2013. No further information was provided. This report is for an unknown quantity, part and lot number of screws this is report 2 of 2 for (B)(4).

Manufacturer narrative:
(B)(4): this report is for 7 unknown screws.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2014, the patient underwent revision surgery which included the removal of a plate broken anteriorly to the angle and 7 intact screws. It was noted that there was no primary reconstruction as the original plate was a load bearing form (per the sales consultant, meaning there was no bone underneath it). The plate and screws were easily removed. The patient had reconstruction with an iliac bone graph and the replacement of the same ti pspc matrixmandible plate and 8 screws. Surgery went well and the patient was reportedly doing fine. This report is for 7 unknown screws (B)(4)

Manufacturer narrative:
Initially reported as april 15, 2014; should be april 14, 2014device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown quantity, part and lot number of screws. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. Additional information was received that identified that all seven screws were removed and are intact. There is no malfunction of the screws. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. Additional information was received that identified that all seven screws were removed and are intact. There is no malfunction of the screws.